Manufacturer narrative:
Zimvie complaint number (B)(4) customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a fracture at the rim of both implants at tooth sites #19 and #20. The implants were removed.